Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer could not recall how they addressed the alarm, but they were able to resume insulin therapy on the pump. There was no reported adverse impact to the customer's blood glucose level.